Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 31-jul-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back tests of 475 mg/dl and 118 mg/dl. The customer¿s expected am fasting blood glucose test result is < 135 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 12/20/2025 and open vial date is 3 days ago. The meter memory was reviewed for previous test result history: result 1: 118 mg/dl date: (B)(6) time: 9:14am fasting. Result 2: 475 mg/dl date: (B)(6) time: 9:12am fasting. Result 3: 101 mg/dl date: (B)(6) time: 6:55am fasting. Result 4: 89 mg/dl date: (B)(6) time: 6:44am fasting. Result 5: 108 mg/dl date: (B)(6) time: 6:36am fasting.

Manufacturer narrative:
Sections with additional information as of 26-aug-2024: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-062: user had poor technique.